Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional coronary artery bypass graft (CABG) procedure via an 8f sheath. Reportedly, steps 1-4 were completed without issue; however, the device was unable to be removed from the anatomy. The body of the device was intentionally broken to manually manipulate the actuator wire while the device was rotated 180 degrees, then the device partially released from the anatomy until the footplate could be seen above the tissue tract. The distal guide still would not come out of the patient; therefore, the suture-loop was intentionally cut and the device was successfully removed from the patient. The pre-close technique was abandoned and the CABG procedure was completed using the same 8f sheath. Hemostasis was achieved using manual arterial compression. It was confirmed there was no vessel damage or any other adverse patient sequela; however, there was a reported clinically significant delay due to the device entrapment. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to open/close the foot was not confirmed/tested due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.